Manufacturer narrative:
The exact age of the patient was not reported, however, the patient was over the age of 18 years old. Study source - (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of the (B)(6) study. This complaint is being reported based on the event of bronchospasm requiring treatment with antibiotics. On (B)(6) 2015 the patient underwent the third bronchial thermoplasty procedure performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient experienced bronchospasm and was treated with was treated with urbason and levofloxacine. Hospitalization was not prolonged due to the event. On (B)(6) 2015 the event resolved. On (B)(6) 2015 the patient was discharged from the hospital. Baseline spirometry values visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 1.12, fev1 % predicted: 59.00, fvc: 1.83, fvc % predicted: 71.00. Post-bronchodilator: fev1: 1.32, fev1 % predicted: 69.00, fvc: 2.12, fvc % 82.00, lab data: n/a.